Event description:
A physician reported that, during intraocular lens (iol) implant procedure, it was noticed that, there was a para central trace on iol, maybe made by the injector. The lens remained implanted in patient's eye. Additional information was received by the surgeon that, the patient did not seem to be bothered by the lens during his post-op visit after 7 days following the initial implant.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).